Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced diabetic ketoacidosis and high blood glucose level because of moi infusion set where the tube was kinked. Customer's blood glucose level was 400 mg/dl at the time of incident. Customer also had blood glucose level of 307 mg/dl. The customer did not provide details regarding hospitalization. The customer's mother declined troubleshoot for high blood glucose level. The insulin pump was not returned for analysis.